Event description:
It was reported that this lead had elevated threshold. The lead was capped and abandoned during general change. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).